Event description:
Updated event description: it was reported that on october 25, 2019, the patient had an orthopedic procedure for an open reduction internal fixation (orif) surgery for 5th metacarpal fracture, wherein the surgeon used a drill bit from synthes variable angle (va) locking compression plate (lcp) system. However, after taking an x-rays, (1) drill bit broke into 3 pieces, one in the chuck and two separate broken fragments, both inside the medullary canal of the metacarpal bone. Thus, an additional intervention was done in retrieving the broken fragments by unroofing the metacarpal for the material to entirely removed. The procedure was completed with an unspecified surgical delay reported. The patient outcome is unknown. Concomitant devices reported: unknown va-locking compression plate (part# unknown, lot# unknown, quantity 1) unknown screw (part# unknown, lot# unknown, quantity unknown) unknown chuck handle(part# unknown, lot# unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4).  Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient had an orthopedic procedure for an open reduction internal fixation (orif) surgery for 5th metacarpal fracture, wherein the surgeon used a drill bit from synthes variable angle (va) locking compression plate (lcp) system. However, after taking an x-rays, there were two (2) pieces of drill bit that had broken off the drill and got stuck on the patient's bone. Thus, an additional intervention was done in retrieving the two broken fragments by unroofing the metacarpal for the material to entirely removed. The procedure was completed with an unspecified surgical delay reported. The patient outcome is unknown. Concomitant devices reported: unknown va-locking compression plate (part # unknown, lot # unknown, quantity unknown) unknown screw (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for (B)(4).